Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 138 mg/dl, 182 mg/dl, 81 mg/dl, 91 mg/dl, 213 mg/dl, and 194 mg/dl.